Manufacturer narrative:
(B)(4). Device product code - phx. Concomitant medical products: item# 00434903606; lot# 62816883. Item# 00434903611; lot# 63085423. Item# 00434901500; lot# 63257424. Item# 00434901213; lot# 62920396. Report source: foreign - event occurred in japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately five (5) years and seven (7) months post-implantation due to dislocation. Surgeon noted possible cause for dislocation was over tension. X-rays were received and reviewed by radiologist noted baseplate had loosened. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiologist notes glenoid implant loosening and displacement / subluxation without frank dislocation. Osteopenia noted as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.